Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at the ipg site due to battery site not healing completely. There was puss present at the ipg site. The patient was placed on antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead will not be returned per facility policy.